Manufacturer narrative:
Dc bead with gelpart (porous gelatin particles) was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. Dc bead with gelpart is considered off-label use. This report is the 2nd case associated with this patient. The patient underwent an initial tace treatment (B)(6) 2017 and experience a subsequent adverse event (B)(6) 2017 (3002124543-2018-00005 refers). The current event was assessed by a btg physician as follows: the patient received 2 different embolic agents (this is the 2nd tace procedure for this patient), it is therefore difficult to determine if the event relates to one or both procedures. Relatedness to gelpart: possibly related. The mechanism of occurrence of the repeated adverse event to the same patient may be due to vascular spam during the procedure, and kidney problem due to decrease of renal perfusion during the procedure associated with contrast agent use. Pancreatitis (pain abdominal) - possibly related - serious hyperamylasaemia - possibly related - serious decreased kidney function (renal failure/impairment) - unrelated - non-serious test result (urine protein/creatinine ratio increased/glomerular filtration rate decreased) - unrelated - non-serious. All events are anticipated and listed in the IFU no batch review was possible for this case as the batch number could not be ascertained. No product malfunction/deficiency has been identified. No corrective/preventative action has been identified. Should we receive any information to enable further investigations, a follow-up report will be submitted. At this time this report is considered final.

Event description:
A second tace procedure was performed for this patient as follows: (B)(6) 2018: tace was performed with dc bead (100-300 mcm at 1 vial) for the remaining portion (posterior segment of the right hepatic lobe) from the previous intervention. For the presence of vascular lake, gelpart (porous gelatin particles) was simultaneously used. Pre-tace lab data showed: amylase 41, gfr 95, and urine protein 0. (B)(6) 2018: the patient experienced hyperamylasaemia (suspected pancreatitis) and decreased kidney function. Lab data showed: an increase in amylase to 996 and urine protein to 3+ and a decrease in gfr to 39. Consequently, hospitalization was prolonged. For hyperamylasaemia (suspected pancreatitis), the patient received the same treatment as the previous time (fasting treatment and administration of a pancreatic enzyme inhibitor of gabexate 600 mg/day). (B)(6) 2018: lab data showed: amylase 92. (B)(6) 2018: lab data showed: amylase 55, urine protein 0, and gfr around 90; the levels returned to normal. (B)(6) 2018: the patient recovered from the hyperamylasaemia (suspected pancreatitis) and decreased kidney function. While the patient had nearly recovered from the adverse reactions one week after the onset, complete recovery was considered to be around (B)(6).

Event description:
Additional information received on jun/22/2018: feb/26/2018: amylase was 61. Feb/27/2018: amylase was 996. Condition of hcc before the second tace. Number of tumors: 1, tumor size (maximum diameter): 16 cm. Degree of liver disorder before the second tace. Child-pugh classification: a6. Ae: causality (physician): suspected pancreatitis, hyperamylasaemia (suspected pancreatitis), decreased kidney function: probably related. Concomitant disease: none past medical history: none. Concomitant drugs: epirubicin hydrochloride, porous gelatin particles.

Manufacturer narrative:
The additional information received on 25-jun-2018 does not modify the original medical assessment. Pancreatitis (pain abdominal) possibly related to device/not related to drug. Serious. Hyperamylasaemia possibly related to device/not related to drug. Serious. Decreased kidney function not related to device/not related to drug. Non-serious. Test result (urine; protein/creatinine ratio increased; glomerular filtration rate decreased - not related to device/not related to drug. Non-serious. No batch review was possible for this case as the batch number could not be ascertained. No product malfunction/deficiency has been identified. No corrective/preventative action has been identified. Should we receive any information to enable further investigations, a follow-up report will be submitted. At this time this report is considered final.